Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) was sensing noise and the capture threshold had also increased. The patient was asymptomatic. The patient was brought into clinic where the physician alleged the noise on the rv lead due to twiddlers syndrome. The patient was discharged. A few months later the patient passed. There is no known allegation that the death was related to any abbott products or procedures.